Event description:
Consumer left a phone voice message alleging that a heating pad was the cause of a burn to their body. There was not a report of property damages with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.